Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The system was examined and the reported event was replicated. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to lamp. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the upper light source of the system was defective prior to surgical procedure. The upper light source can be switched on when the first surgery of the day is started. The light source functioned during the first surgery and then for the second surgery, no light arrived at the front of the light guide which is inserted in one of the ports. This happened on both ports and although it could be seen in the entrance without a light guide that the light source was on. At time a system message would appear. The case was completed using a second light source. Additional information has been requested but not received. This is one of three reports from this facility.